Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 99% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and severely calcified left external iliac artery. A 8.0 x 40 x 75cm mustang balloon catheter was advanced for in-stent dilatation. However, during the second dilatation at 16 atmospheres for 30 seconds, the balloon ruptured. No patient complications were reported.